Manufacturer narrative:
The device history record (DHR) review investigation did not show issues related to complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.

Event description:
Complaint alleges: during a lap chole, the surgeon used the applier, but it would not load or hold the clip. A second applier was used with similar results. A third applier from a different lot # was used to finish the procedure with no issues. No pt injury reported. Pt current condition reported, as fine.